Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Tissue erosion is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery in which physician confirmed erosion; therefore, the device was explanted. There were no further patient complications.